Manufacturer narrative:
Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. Edwards conducts manufacturing and inspection tests to ensure optimum functionality of each valve prior to final distribution. Such tests used to evaluate if edwards' valves meet specification include forward flow testing to determine the pressure gradient across the open valve and a coaptation test under constant hydrostatic back pressure to visually evaluate the coaptation of the leaflets. The root cause of this event cannot be conclusively determined with the available information. It is unknown whether patient and/or procedural related factors may have caused or contributed to the event. The subject device is not available for evaluation, as it remains implanted in the patient. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 11500a aortic pericardial valve underwent a valve-in-valve procedure after an implant duration of four (4) months due to mild perivalvular leak (pvl). Per the medical records, the patient had underwent avr and mvr. The patient was later diagnosed with coagulase negative staphylococcus endocarditis of the prosthetic mv and treatment was given. Subsequently, new moderate aortic pvl and trace central aortic insufficiency were observed on tee. Out of concern for accelerated degradation of the valves, most likely due to underlying endocarditis, the patient was re-evaluated for intervention. At the time, the patient had multiple episodes of gross hematuria requiring cbi and blood transfusions. The patient required cystoscopy with a large clot removal. Due to the risk of anticoagulation, decision was made to perform aortic balloon valvuloplasty. Three (3) months post initial avr surgery, the patient underwent balloon valvuloplasty with residual mild pvl which was not amenable to correction. That was complicated by right femoral artery-vein fistula and it was repaired. The patient was re-evaluated for a redo avr/mvr versus valve-in-valve. The decision was made to proceed with tavr. The tavr was performed with a 29mm 9600tfx transcatheter valve successfully without complications. Tte demonstrated trivial to mild pvl. The patient was discharged home on pod #3.

Manufacturer narrative:
Updated: b4, g3, h6.